Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient "my left breast was bouncing, all over, like jiggling." The patient also reported that "when the pacemaker person checked me, she said that one of the leads has 3 different sections, and that she corrected those." The lead remains in use. No further patient complications have been reported as a result of this event.